Event description:
The external pulse generator was returned to the manufacturer for repair/calibration, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) upper case and knobs spring are out of mechanical specification. Lower case is broken.